Event description:
It was reported that the patient presented in clinic for a routine device check. Upon interrogation, it was noted that the right atrial (ra) lead exhibited high capture threshold resulting in complete loss of capture. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.